Manufacturer narrative:
Concomitant medical products: dtma1qq, crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the device implant site. The pocket was opened and showed signs of infection with pus and grey fluid. The pocket was debrided, and drains were placed. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the was later replaced after the infection cleared. No further patient complications have been reported asa result of this event.